Manufacturer narrative:
Additional information: failure to capture.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented to the emergency room with what was described as extra-cardiac stimulation. Upon device interrogation it was noted that the right ventricular lead was not capturing. A chest x-ray confirmed the lead was dislodged. The lead was explanted and replaced.